Event description:
It was also reported by the customer that when using the bd pyxis¿ anesthesia station es, there was a network connectivity issue. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was having connectivity issues with the wi-fi network. A technical support specialist found a kernel power error (the system reboots unexpectedly without shutting down cleanly). The internal battery was tested at 40 volts, and the device network adapter power management was previously set off. A field service engineer (fse) replaced the all-in-one (aio) and configured the wi-fi and internal network to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.